Manufacturer narrative:
.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Event description:
It was reported that revision surgery was performed due to loosening.